Event description:
Customer reported that due to "wrong readings" on her freestyle flash meter she had a seizure. Customer reported going to a doctor's office. The readings involved in the event are unk and the treatment to stabilize blood glucose is unk.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available. It is to be noted that the customer reports using an unapproved site for testing her blood glucose.